Manufacturer narrative:
Continued e1. Phone number- ext.: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
It has been identified that this record, mrn 9617229-2023-14210, is a duplicate of mrn 9617229-2023-12567. Please see mrn 9617229-2023-12567 for reportable events.